Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report: symptom - while moving a patient and switching pumps the user noticed the fiberoptix sensor (fos) not registering and arterial pressure (ap) signal not responsive. The patient was moved with original pump. There was no harm to the patient. The field service rep explained wrong balloon volume reading to user. Findings/action taken: found fos not recognizing testers. Tried fos cleaning,but did not help. Replaced fos board; fixed problem. The ap problem could not be replicated. Bp-28 showed 100 across the board. Ap connector might not have been seated completely when switching pumps. Found rear left castor wheel defective; replaced caster wheel with brake. A functional checklist was run. Iabp performed to specifications. Balloon volume displayed correctly. Updated info received per a flight crew member stated the pump was switched on and off the patient for a total of 20 seconds. There was no harm, injury, complications or death involving this event. The patient arrived at the destination successfully. It was noted software level: 2.24.